Event description:
Array prepped per IFU instructions and positioned in lv. Other catheters introduced were his, ablation rv and apex geometry started and array moved, repositioned array and geometry started, array moved, repositioned array and geometry started, sudden drop in bp and hr-bp=70's, hr=140's, act=377ms, stat echo=large effusion, epinephrine given=bp to 110's for 5 mins, array was removed from pt along with all other catheters, wall motion was not detectible on fluoroscopy, protamine given, pericardiocentisis done, 1000cc bloody fluid drawn off with no decrease in size of effusion, bp=80's with drop to 70's, hr=103's, surgeon called, decision to intervene made. Pt condition continued to decline - rescue measures started and transported to or. A followup call to the hosp asking about the condition of the pt was made in 2005. Surgery was successful and the pt is recovering.